Manufacturer narrative:
Additional information was received on 11-jul-2021 providing ¿e1. Initial reporter facility name¿ as "national cerebral and cardiovascular center hospital". Since it exceeds the character limit in this field, the full name is included in "h10. Additional manufacturer narrative". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Initially this adverse event complaint was assessed as MDR reportable and therefore, reported under the 3500a initial report. During an internal review, a correction was noted on the reportability assessment. Since the procedure was a clinical trial and was reported as both unrelated to both the biosense webster, inc. Product and the procedure, this event should have been assessed as not MDR reportable and therefore, not reported as a MDR reportable adverse event.

Manufacturer narrative:
Translation of the facility name was requested. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial sponsored by biosense webster, inc. On (B)(6) 2020, it was reported that a (B)(6) year old female ((B)(6) kg) patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. On (B)(6) 2021 recurrent of arrhythmia was reported. On (B)(6) 2021 it was confirmed that the patient was not recovered yet. Patient history: cha2ds2-vasc score was 2 and aortic regurgitation (ar) moderate. Per the study investigator: seriousness, serious, no information provided on the relationship with the device or the relationship with the procedure. Additional information: the procedure was a success. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was unrelated to both the biosense webster, inc. Product and the procedure. Patient outcome was reported as improved, the outcome was confirmed on (B)(6) 2021. The physician confirmed the severity of the adverse event was required hospitalization or extended hospitalization.